Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an MRI scan after appropriate mode change, but the device went into backup vvi. The vibratory notification alert test was performed, but did not work. Patient could not feel the vibrations, but only felt the device temperature rising. Initially, device damage was suspected. However, device download could be performed successfully. Patient was asymptomatic.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-12178, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide)